Event description:
It was reported the patient's ipg was relocated via surgical intervention on (B)(6) 2021, to address the issue of pain at the patient's ipg site.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.